Manufacturer narrative:
(B)(4). Concomitant medical products: rhk 12x80 cemented stem; item# 159405; lot# 2084361. Foreign: (B)(6). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a knee replacement surgery and a revision surgery was needed for unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet ¿ 0001825034. Given this information this medwatch will be voided.

Event description:
The reported product is not product of the ukb site. The MFR number is incorrect and a corrected report will be submitted. Given this information this medwatch will be voided.